Manufacturer narrative:
During inspection and testing, service found there was no image due to contact failure in the video connector. The report of failure to connect was not confirmed during testing. Service also found the cable was flooded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a failure when trying to connect the video connector with the scope and there was a poor quality image. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no effect on a patient due to the event.

Event description:
The suggested phenomenon was reported to have occurred during preparation for use. The planned procedure was unable to be determined - however, it was stated that it was completed with the utilization of another camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion from the cable and head part, resulting in a short-circuit of the imaging board, causing the device to cease functioning. The cause of the water leakage could not be further determined. Olympus will continue to monitor field performance for this device.